Event description:
(B)(4) severe cramping during menstrual period never had cramps prior to insertion of essure, sharp/stabbing pelvic pain, abnormal menses-they were always normal prior to this, discharge-yellow, hot flashes, utis-multiple, never had them prior, excessive bleeding during period even after an ablation, very painful ovulation, night sweats, bleeding/spotting after sex, painful periods, incontinence of urine, long menstrual cycles-lasting up to 7 days, multiple yeast infections, urgent/frequent urination(sudden), swelling of vaginitis, itching, burning, stinging and stabbing of vagina entrance, breast pain/tenderness, abdominal spasms/twitching/fluttering. Lower back pain and joint pain-all over pain, face pain. Gas, constipation and/or diarrhea, severe bloating-look like I am 6 months pregnant! My youngest child is (B)(6)! Metallic taste in mouth. Heartburn. Bowel issues, headache/migraines. Dizziness, numbness, nerve pain. Brain fog/cloudiness/forgetfulness/short term memory loss. Ringing in ears. Anxiety and depression-never had before-was on medication. Mood disorder. High blood pressure. Vitamin d deficiency. Inability to maintain blood sugar- after implant was diagnosis as a diabetic. Heightened allergies, rashes and acne. Skin irritation/itching. Swelling to legs, feet, fingers. Hair loss, hair growth in new places where it should not be. Dental issues, insomnia, weight gain unable to lose weight. Dry hair/skin and eyes. Sleep apnea, swollen glands. Vision problems. Excessive sweating. Unexplained fevers. Unexplained/easy bruising, shakiness, heart palpitations. Muscle spasms. I was a healthy female prior to the insertion of the essure devices. On (B)(6) 2016 I had a hysterectomy and a lot of these symptoms are going away over time.